Manufacturer narrative:
On (B)(6) 2018: the customer evaluated the device. The customer was only seeking part number of the battery. The product support engineer (pse) provided the part number to the customer only. The customer will repair the device.

Event description:
It was reported that the ventilator failed the battery test during performance verification test. The ventilator was not in use on a patient at the time of the event. The event date was not specified, estimate used.